Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Visual and optical examination identified damage and material removal from the head of the screw, consistent with explantation as per the event description. The above observations are consistent with damage.

Event description:
It was reported that a ¿c4-5 and c6-7 acdf, the surgeon advanced the screw into c6, and the screw continued to advance far, and could be seen outside of the implant, even though part of the implant looked to be intact. The surgeon tried to remove the screw, but was unable to do so successfully, so he drilled through (implant), removed the screw, removed the (implant), and replaced the implant and screw with ease. The side that was giving (surgeon) problems had to be drilled out to get the screw to back out. There were no patient complications and no fragments left in the patient.¿